Event description:
On (B)(6) 2012 customer reported that their 3060-tube refrigerated stockyard suffered an electrical malfunction in the refrigeration unit. Customer stated that the top of the power processor arced and sparked. Customer did not report any smoke and did not need to use the fire extinguisher. Customer stopped system. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument the same day and was able to restart the automation line. However, the unit was not properly cooling. Customer had a third-party, (B)(4), install a new compressor on (B)(4) 2012. These repairs resolved the issue and no further issues have been reported.

Manufacturer narrative:
(B)(4).